Manufacturer narrative:
Other applicable components are: product ID: neu_unknown_lead, lot# unknown, product type: lead. Product ID: 3531, serial# unknown, product type: external electrical stimulator device.

Event description:
Information was received from a manufacturer representative regarding a trial patient undergoing a basic evaluation. It was reported that there was device malfunction. The wires moved last night and won¿t go above .1ma. Troubleshooting was done by a manufacturer representative and it won¿t increase above 0.1. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.